Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: updated data: d4, h4. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Corrected data: d9, h3, h6.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a synthes employee. Reviewing the picture, the complaint description can be confirmed that the tip of depth gauge is strongly bent. The lot number was not provided, therefore the manufacturing documents of the depth gauge could not be reviewed. The evaluation of the picture has shown that the instrument is in a possible good condition with no visible damages, expect the strongly bent shaft above the tip. Such damage is only possible if the device is exposed to very high lateral stress and let us assume that inappropriate handling during use or reprocessing is the cause of this complaint. Based on that it can be concluded to the visible deformation of the shaft, which clearly affects the functionality of the device, was caused post-manufacturing. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, the depth gauge was delivered to the hospital, the staff checked it and found that the tip of the depth gauge was deformed. A staff member tried to bend it back to the original shape with the pliers but they were unsuccessful. Another depth gauge was delivered to the hospital and there was no impact to the surgery. This report involves one (1) depth gauge for 2.7mm & small screws. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10: additional narrative: h3, h4, h6: part 319.010, lot 19p2271: manufacturing site: bettlach. Release to warehouse date: october 23, 2019. A manufacturing record evaluation was performed for the finished device, and no non-conformances were identified. H3, h6: a product investigation was completed: the distal tip of the measuring hook is bent as reported on the returned depth gauge. It is bend in the distal portion of the hook. Because of the damages the complaint relevant dimensions cannot be checked to print specifications anymore. The manufacturing document shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. The lot was manufactured according to our specifications. Failure in material or production could not be detected. The received condition of the device is concordant with the complaint description and the complaint condition is confirmed. Based on the provided information, it is not possible to determine the exact cause of the bending. Although the exact cause cannot be determined, the most probable root cause for this complaint is excessive force exerted on the depth gauge or by placing / dropping heavy instruments on top of the device during the sterilization process. During the investigation no manufacturing issues or discrepancies were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.